Manufacturer narrative:
(B)(4). Evaluation summary: evaluation noted that the plunger, suture, link, needles, and cuffs were not returned with the device; therefore, the scope of this investigation was very limited and the reported suture break while tightening the knot could not be confirmed. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The probable root cause for the reported experience is application of excessive pressure on the suture. Also, challenging anatomical conditions, such as the reported femoral artery calcium, could be a contributing factor. Based on the investigation findings, the root cause for the reported suture break while tightening the knot could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient who was reported to be born in (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure (laser stent to superficial femoral artery). Reportedly, after knot advancement, when the physician was trying to lock the knot with the white suture, the suture broke. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.